Event description:
It was reported via repair work order that the patient left head end siderail would not latch due to a worn timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient left head end siderail would not latch due to a worn timing link and broken latch with no sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the patient left head end siderail would not latch also due to a broken latch; however, no sharp edges were reported.